Manufacturer narrative:
User/voluntary medwatch #: (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The severely calcified target lesion was located in the mid to proximal right coronary artery (rca). The lesion was predilated with a quantum apex balloon and then a 2.25x12mm taxus liberte atom stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed and advanced again but the sds was still unable to cross the lesion. When the device was removed from the patient it was noted that the stent was not on the stent delivery balloon. The dislodged stent was found in the proximal to mid rca. An unknown balloon was advanced to the lesion and was inflated, crushing the dislodged stent against the vessel wall. An unknown stent was then advanced to the lesion; however the device was unable to cross the previously crushed stent. The unknown stent was removed from the patient and then a filter wire was advanced to the lesion but this device was also unable to cross the lesion. The device was removed and the crushed stent was successfully snared from the patient. The procedure was ended at this point. It was noted that the procedure was 5-6 hours long, 3 of which were spent trying to remove the dislodged stent. Due to the length of the procedure and the length of time the patient was under radiation, the patient experienced minor burns; however, treatment was not needed as no burns were evident at the end of the procedure. No additional patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte monorail (mr) stent delivery system (sds) with stent on snare device and a guide wire. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The stent was stretched and there were bent and stretched struts throughout the length of the stent. The distal tip of the catheter was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The severely calcified target lesion was located in the mid to proximal right coronary artery (rca). The lesion was predilated with a quantum apex balloon and then a 2.25x12mm taxus liberte atom stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed and advanced again but the sds was still unable to cross the lesion. When the device was removed from the patient it was noted that the stent was not on the stent delivery balloon. The dislodged stent was found in the proximal to mid rca. An unknown balloon was advanced to the lesion and was inflated, crushing the dislodged stent against the vessel wall. An unknown stent was then advanced to the lesion; however the device was unable to cross the previously crushed stent. The unknown stent was removed from the patient and then a filter wire was advanced to the lesion but this device was also unable to cross the lesion. The device was removed and the crushed stent was successfully snared from the patient. The procedure was ended at this point. It was noted that the procedure was 5-6 hours long, 3 of which were spent trying to remove the dislodged stent. Due to the length of the procedure and the length of time the patient was under radiation, the patient experienced minor burns; however, treatment was not needed as no burns were evident at the end of the procedure. No additional patient complications were reported and the patient's condition is fine.